Manufacturer narrative:
During subsequent analysis, portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our initial analysis showed this device did not meet longevity expectations per programmed values. Additional analysis is pending.

Event description:
Boston scientific crm received information that this device was explanted when the patient was upgraded to a bi-ventricular device. While in service, the device had been programmed to monitor only mode due to inappropriate shocks. The device reached end of life status due to charge time, and was replaced after it reached storage mode. There were no reports of adverse patient effects. This device is included in the (B)(6) 2007 shortened replacement window advisory population.